Manufacturer narrative:
Conclusion: potential factors that can influence positioning difficulties/dislodgements include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy. Dislodgements are typically not related to a device malfunction. Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of the native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. The reported inaccurate delivery was most likely due to patient anatomy, as it was reported that the subclavian artery was large and tortuous with a steep bend approximately 5 cm from the point of insertion into the ascending aorta. This event does not allege a device malfunction occurred. However, a conclusive root cause could not be established from the information available.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using subclavian access, the valve dislodged on the non-coronary cusp halfway through deployment. An attempt was made to retrieve the valve but the valve was unable to be recaptured in the non-medtronic sheath. Attempts were made to pull from the handle, rotate and pull the valve, move the sheath further into the ascending aorta but were unsuccessful. It was reported that the radiopaque lines were aligned but the valve could not be condensed into the sheath. Subsequently, the valve was left implanted in the ascending aorta. The delivery catheter system (dcs) was able to be withdrawn from the patient. There were no visual abnormalities noted with the dcs but a kink in the sheath was noted approximately 8 cm from the sheath tip. The sheath was exchanged and a second transcatheter bioprosthetic valve was successfully implanted. It was reported that the subclavian artery was large and tortuous with a steep bend approximately 5 cm from the point o f insertion into the ascending aorta. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.